Manufacturer narrative:
A full analysis of the data logs has been performed, and revealed that a known software anomaly was at the origin of the reported event : the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process. Unique identifier (UDI) #: (B)(4).

Event description:
Post surgery, the clinical representative (cr) attempted to export the patient from and transfer the folder back to the planning laptop as requested by the surgeon. The patient folder failed to export. The cr was able to copy the patient folder manually from the maintenance side. There was no patient involvement, and no delay to the surgery as this issue occurred post surgery.